Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced discomfort in the scrotum because the pump had migrated into a posterior position, making it difficult to operate. A surgical procedure was performed to remove the pump and implant a new pump in a more anterior position. No further patient complications.

Manufacturer narrative:
Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100913060. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100913021. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).